Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during a pt related event, the device powered off on its own. There was no impact to pt care due to the customer having a back up device employed almost immediately.